Event description:
It was reported by the affiliate that the device was used during a laparoscopic cholecystectomy. It was reported that there was deformation of the clips. The case was completed with a same like device. There was no consequence to the patient.